Event description:
Laparoscopic cholecystectomy - "the clip did not came out of the jaw with its normal form. It was curved." Pt status: "ok".

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon compleiton of investigation.